Event description:
Litigation alleges that the patient suffered severe metal poisoning, metallosis and excessive levels of chromium and cobalt.

Event description:
Litigation alleges that the patient suffered severe metal poisoning, metallosis and excessive levels of chromium and cobalt. Updated - 7/20/2012, 7/23/2012, 7/24/2012 - added new litigation documents. There is no new information that changes the outcome of the investigation. Update - 07/19/2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update - 04/30/2013 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.